Event description:
Instrument was introduced into the abdominal cavity. Surgeon initiated use of the instrument and within seconds of grabbing tissue, noticed plastic missing from jaws of the instrument.